Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds and spybite were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complaint, during the procedure, the tip of the working channel was sticking out. The spyscope ds was removed and another device was used to complete the procedure; no part of the device detached inside the patient. No complications were reported and the patient¿s condition was noted as fine.